Event description:
Same case as MFR report #3005099803-2009-01152. It was reported that during a polypectomy procedure, the plug "seemed not to set tight to the handle". The target polyp was in the large bowel. A rotatable snare oval 13mm had been selected to treat the target polyp. When the cord was removed from the device handle, the plug was detached from the handle and was removed with the cord. The device was exchanged for another rotatable snare oval 13mm. It was noticed that the plug "seemed not to set tight to handle". The procedure was completed with a 3rd rotatable snare oval 13mm. There were no patient complications reported with the patient's current condition listed as "good".